Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist remotely reviewed the instrument data which indicated that quality control (qc) was in range when the event occurred. Ccc reviewed the results monitor which showed "e143" abnormal assay flag and mix check errors indicating a sample mix issue. A siemens customer service engineer (cse) was dispatched to the customer's site. After analyzing the instrument, the cse replaced the sample arm 1 (s1) mixer. The cse aligned the aliquot probe and cleaned it. The cse ran quality control (qc), resulting acceptable. The cause of the discordant, falsely low glu results is unknown. As per the dimension vista system operator's guide, when results are flagged with "abnormal assay" error "the result cannot be reported." The cause of the operator reporting the flagged patient result is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on initial and repeat testing on a patient sample on a dimension vista 1500 instrument. The results were flagged with "abnormal assay" errors. The initial result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher and matching the result from a point-of-care analyzer. The alternate instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.